Event description:
Litigation papers allege patient has sustained and will continue to sustain contamination of and damage to tissues and blood, subsequent surgery, pain, suffering, disability, impairment, loss of enjoyment of life, and economic damages.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
**Update** (B)(4) 2011- plaintiff¿s preliminary disclosure form was received, which identified dob, doi, and part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Update: (B)(6) 2019. The patient was revised to address elevated metal levels co 53 & ch 5.3. Patient did not have any pain and implants were well positioned. There was corrosion at the head and neck taper junction. Asr cup, liner and head were removed. Competitors cup was put in with a depuy ts ceramic head. Doi: (B)(6) 2009. Dor: (B)(6) 2019. Left hip.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
In addition to what was previously reported, there were pseudotumors noted during the revision surgery.